Manufacturer narrative:
X-ray review: intra operative films for l4-5 transforaminal lumbar interbody fusion show fracture of inter-body device which occurred during an "insert and rotate " technique. This technique is within the described surgical technique and IFU. Potential contributing factors include graft/disc space size mismatch and improper mounting on inserter device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with central stenosis and grade I spondylolisthesis underwent transforaminal interbody fusion at levels l4-l5. Intra -op, cage broke off at 1/3 point where graft containment chamber begins. This occurred during rotation of implant. After placement the surgeon went to rotate the implant and the implant broke. No patient complications were reported. No revision surgery is performed yet.

Manufacturer narrative:
Product analysis : visual and microscopic examination of the returned portion of the implant identified torsional deformation at the inserter interface and vertical shearing of the implant ribs, consistent with torsional overload. The above observations are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.